Event description:
It was reported that the patient with this implantable device has increased the pacing threshold recently. It was also mentioned that there was an incidence of syncope in the nursing home, which was probably most likely due to failure to capture. Technical services (ts) advice was requested and it was recommended to assess the auto threshold test in-clinic to check it is giving the expected value prior to turning it on. The device model and serial number is not yet available, further information was requested. The device remains in service. No additional adverse patient effects were reported.